Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k : this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.00/+1.0/092 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional and refractive verification was performed and the lens was found to be in specification. Claim #(B)(4).

Manufacturer narrative:
Corrected data: b3: date of event is corrected to (B)(6) 2017. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated, the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.00/+1.0/092 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017. The patient experienced a refractive surprise. "The patient complained of blurred vision. And the automatic refractor results shows -1.00dc*10 -> 1.0. The patient who strongly demanded, for ticl replacement surgery". On (B)(6) 2017, the lens was removed. And on the same day, but different surgery, a replacement lens of the same model/size and different power was implanted. This resolved the problem. Claim# (B)(4).